Event description:
During preparation of the refinity ivus (intravascular ultrasound) catheter, there was no image displayed when plugged in. The catheter was removed and replaced with another of the same without incident or harm to the patient.